Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Event description:
It was reported that a merlin.net transmission revealed that the atrial lead exhibited high output pacing and noise. In the clinic, the noise was not reproducible with isometrics or pocket manipulation. The lead exhibited loss of capture at high output and an x-ray revealed dislodgment. It was also noted that the patient experienced dyspnea and fatigue starting in (B)(6) 2014. The lead was programmed to vvi pacing only.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.